Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision, during which, the physician relocated the ipg to a new location. The patient was reportedly doing well following the procedure.